Event description:
A malfunction on the pump was reported by the customer after it got wet in a pool for less than 30 minutes. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. To resolve the issue, technical support assisted the customer in resetting the pump and approved a replacement. The customer was informed about the backup therapy using multiple daily injections (mdi) and was sent a replacement pump with updated software. Instructions for returning the faulty pump and receiving training for the new pump were provided and acknowledged by the customer.